Event description:
The customer received a blood glucose reading on the contour next link that was 100-150mg/dl higher than on two other meters. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer was advised to return the strips for evaluation. New meter, strips and control were sent to her.